Event description:
Pt died 5 months after receiving a heart valve transplant at hospital in another city. Pt died at local hospital. The cause of death was ruled "heart attack", due to their heart condition. After receiving valve, pt had some paralysis on the right side, but family was told not to worry about it. Pt had physical and occupational therapy, including speech until the time of death. Family is concerned pt may have received a valve from this company.

Event description:
Add'l info rec'd from MFR 01/10/03: according to telephone conversations with the implanting surgeon's office, please note that this event is not associated with an allograft processed and distributed by cryolife, inc.